Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 a patient (pt) in (B)(6) reported a diagnosis of corneal ulcer when pt was 15 years old while wearing an unknown acuvue brand contact lens. The pt can't recall which was the affected eye. The pt reported just prior to the event, the suspect contact lens was dropped on the floor and rinsed with tap water prior to insertion in the affected eye. The name of the medications and frequency prescribed by the ecp were unknown. The pt reported the date of the event was in 2012. On (B)(6) 2019 a call was placed to the pts treating ecp. A representative reported the pt was last seen in the clinic on 2010. The pt was not treated for a corneal ulcer in the clinic. No additional medical information was provided. This corneal ulcer event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified with the treating ecp. Pt reported the suspect lenses were discarded and the lot number is not available. No further investigation can be conducted at this time. If any further relevant information is received, a supplemental report will be filed.